Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 127mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted and no flattened or creased keypad dome switches noted. The insulin pump has minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.